Event description:
It was reported that an asymptomatic patient was at hospital for treatment where the surface ECG showed inhibition of pacing due to ventricular oversensing. Device was reprogrammed by decreasing ventricular sensitivity. After a few days, the symptomatic patient presented in the ER with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate hv therapy. Device was reprogrammed by adjusting the low frequency attenuation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.